Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified vessel. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. However, during the second inflation at the nominal pressure for 10 seconds, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.